Manufacturer narrative:
Returned device analysis found no functional abnormalities with either cylinder. Abrasion was noted on the tubing. No functional abnormalities were noted with the detached tubing or connector. Review of lot # for complaint trend, nonconforming report and CAPA review. No trends noted.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - patient dissatisfaction was reported. The device was explanted and replaced with another inflatable device.